Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the device had fluctuating battery voltage. A value below the elective replacement indicator (eri) battery voltage was noted and the device was scheduled for replacement. At the device replacement procedure, the battery voltage was noted to be higher than the eri battery voltage. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.